Event description:
Unomedical reference number (B)(4). Event occurred in israel, on 05-june-2024, it was reported that one infusion bent cannula was occurred and patient admitted to hospital because of diabetic ketoacidosis, high blood glucose or diabetic coma and the current blood glucose level at the time of incident is 600 mg/dl and at the time of call is 280 mg/dl. The length of hospitalization is 3 days and the time and date of hospitalization is (B)(6) 2024. The patient also tests with ketone and found ketone result very high. The symptoms at the time of hospitalization patient suffer is vomiting, shortness of breath and chest pain. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6).